Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. The insulin pump was received with minor scratches to the display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had low battery after less than a week and that the issue was not resolved with a new battery cap. The blood glucose reading was 123 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.